Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the accessory was disposed. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that a tear appeared in the distal end of the monopolar curved scissors (mcs) tip cover accessory rather early in the procedure. The mcs tip cover accessory was replaced, and surgery continued. The customer did not keep the packaging. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: there was no injury to the patient. The mcs instrument and mcs tip cover accessory were inspected prior to use. Nothing was out of the ordinary. The mcs tip cover accessory was intact before use. No pieces of the tip cover fell into the patient¿s anatomy. No arcing was observed. The mcs tip cover accessory was first used about 1 hour into the procedure, then again towards the end, around 2.5 hours. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The reporter did not think the mcs instrument collided with any other instruments during the surgical procedure but was not sure. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. No part of the orange surface was visible after the tip cover was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. Electrolube or any other lubricant was not applied to the mcs instrument prior to the mcs tip cover accessory installation. There were no difficulties in removing the instrument and mcs tip cover accessory. The mcs tip cover accessory was not available for return as it was already disposed. No images/videos are available for isi review.